Event description:
It was reported that during use on a patient cs300 intra-aortic balloon pump (iabp) message "low vacuum" occurs frequently. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full name: (B)(6).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) when checked the device log, confirmed that the message "low vacuum" occurred multiple times. Fse performed a long-term running test and a check of the vacuum pressure in-house, but the message did not occur again. As a precaution, replaced the compressor's vacuum connector. After the replacement, performed a running test and various operation checks and confirmed that it was working normally.